Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was in the hospital and not doing well. The nurse needed the implantable neurostimulator (ins) checked. The patient saw their neurologist on friday and had programming changed. The nurse mentioned the patient had fallen several times as well, but not sure what caused that. They checked with the patient programmer (pp) and the deep brain stimulation (dbs) was still on. Since the manufacturer representative (rep) does not know what changes to programming was done, nor if the patient had the option to change back to a previous setting/group, it was asked if they could follow up with the programming neurologist the patient saw on friday and do possible impedance check. The nurse stated they would call the rep back if they needed anything else but did not call the rep back after several hours. The issue was indicated as resolved.